Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation, the monitor would not power up. The cause for the monitor not powering up was an intermittent connection on the interconnect pca. The root cause of the intermittent connections cannot be positively identified. No adverse event resulted from the intermittent connection. The pt received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that neither of his batteries would power up his monitor. The patient was issued a replacement monitor.